Event description:
Customer reported that the emax2 was not stopping when foot pedal was released. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor, motor-flex, and hose had defects, the bearings were damaged, and there was water damage. This was attributed to defective maintenance. The device was replaced (new serial # (B)(4)) and returned to the customer on (B)(4) 2012.